Manufacturer narrative:
On (B)(6), 2023, additional information was provided: it was reported that a malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.